Event description:
It was reported that patient¿s implantable neurostimulator (ins) lasted two years. It was noted that they ¿put it in and it died.¿ the patient was told it would last eight years.

Manufacturer narrative:
Product ID 3487a-45 lot# v001188, implanted: 2006 (B)(6), explanted: 2009 (B)(6), product type lead product ID 3487a-45 lot# v001188, implanted: 2006 (B)(6), explanted: 2009 (B)(6), product type lead product ID 37742 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 3708220 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2009 (B)(6), product type extension. (B)(4).